Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturers representative (rep) regarding the patients implantable drug infusion device. The drug being delivered was 500 mcg/ml gablofen at 100 mcg/day. It was reported that the patient had a system implant on (B)(6) 2020. They presented to the doctors office on (B)(6) 2020 with a fluid filled pump pocket. The hcp tapped pocket and sent sample for beta 2 transferrin but is assuming this is a csf leak from catheter insertion site. There were no environmental/external/patient factors that may have led or contributed to the issue. Patient planned for or exploration and purse string on (B)(6) 2020. The issue was not resolved at the time of the report. Additional information was received on 2020-nov-06. The patient was taken to the or on (B)(6) 2020. The anchor was readjusted to be flush to fascia and resutured down. They confirmed no fluid leak noticeable after purse string suture. Sideport aspiration after suturing to confirm good flow thru catheter. Catheter reprimed and patient resumed previous daily dose of 150mcg/day gablofen (500mcg/ml conc). Patient to remain overnight for observation and discharge planned on (B)(6) 2020.